Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information in relation to a simplygo mini oxygen concentrator. The distributor alleges the device is producing low oxygen. There is no allegation of patient harm or serious injury. There is no report of medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.